Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms when it was connected to a device. During an attempt to reposition the ra lead, the helix would not retract properly. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.